Manufacturer narrative:
(B)(4).

Event description:
It was reported "low battery supply". No patient involvement. The issue was reported to be found before being used on a patient.

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an ac3 cpm board. The sample was returned in the cpm board shipping box, protected by protective shipping packaging, and further enclosed in an electrostatic protective bag. Visual inspection of the cpm board was performed, and no abnormality was noted. The firmware was installed into the cpm board. The returned cpm board was then installed into a known good ac3 for functional testing. The pump was powered up successfully. Pumping was initiated. The static ram, voltages and balloon volumes were checked, and all were within specifications. Performed ECG, ap signal and trigger checklist and passed. Multiple class 1 alarms were purposely generated, and piezo alarm (high pitch audible tone) was triggered each time. The pump was left to run for approximately over 60 minutes with no issues. The cpm board functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "pumping would turn off" is not confirmed. The returned cpm board passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "low battery supply". No patient involvement. The issue was reported to be found before being used on a patient.